Event description:
(B)(4).

Manufacturer narrative:
MFR's report date: (B)(4) 2013. Internal file number: (B)(4). Customer states that product is available but cannot send it in for investigation as per their policy. Product will not be returned.